Manufacturer narrative:
Additional information: (methods, results and conclusions) - the returned rod bender was evaluated. Visual inspection revealed signs of weld fracture; the fracture allowed the device to disassemble. The weld likely fractured as a result of repetitive usage and wear. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a french rod bender disassembled during surgery. An alternative rod bender was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a french rod bender disassembled during surgery. An alternative rod bender was used to complete the procedure without reported patient impacts.